Manufacturer narrative:
Date of event: unknown. Bd received samples and photos from the customer facility for investigation. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4).

Event description:
It was reported that bd vacutainer® urinalysis urine tubes were collapsed. No report of serious injury or medical intervention.

Event description:
It was reported that bd vacutainer® urinalysis urine tubes were collapsed. No report of serious injury or medical intervention.

Manufacturer narrative:
Additional information: the device history records for batch 7097784 have been reviewed with no issues being identified.